Manufacturer narrative:
(B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2017-00097 and 2084725-2017-00098. Brand name - the correct brand name is sterrad 100nx sterilizer 2-dr. Catalog number - the correct catalog number is 10104-002.

Event description:
A customer reported two patients presented chemical meningitis after ventriculostomy surgery and the instruments used on the patients had been sterilized in a sterrad® 100nx sterilizer. Bipolar forceps were used in the surgery. The two patients had different surgeons perform the surgeries. At the time this event was reported, patient #2 had not been discharged at the time this report was filed. It is unknown if medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. Advanced sterilization products (asp) has requested additional information but has received nothing further to date. Maintenance was last performed on the sterrad® 100nx on (B)(6) 2017, and the fse stated the unit met specifications. Out of an abundance of caution and based on the limited information known at this time, a decision was made to file a FDA medwatch report. Asp will continue to follow up for additional information.

Manufacturer narrative:
The hospital reported the patient is doing "well." The facility does not want to provide any additional information. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Manufacturer narrative:
It was originally reported from (B)(6) two patients presented with ¿chemical meningitis¿ after ¿ventriculostomy¿ surgery, and the instruments used had been sterilized in a sterrad 100nx. Also at the time this event was reported, one patient had been discharged from the hospital, and the other patient was still hospitalized. Advanced sterilization products (asp) requested and received additional information regarding this event. The asp medical safety officer (mso) from latin america investigated further and spoke to both the asp clinical education consultant (cec) and asp clinical education manager from (B)(6). From this information, the mso reported the following: the hospital reported they had two cases of chemical meningitis; however, their intent of reporting this event was to make a medical inquiry and ask asp if there were any similar cases reported worldwide. They wanted to rule out sterrad ¿as the cause of these chemical meningitis¿. Furthermore, the hospital never stated the cause of the meningitis was sterrad, ¿it was only one more option in their investigation of potential causes¿. The cec attempted to obtain additional information and reported the hospital was ¿clear that they don¿t want to give more information¿ and ¿they have been clear that they don¿t want to discuss this with us anymore¿; however, the cec stated the directors of the hospital reported both ¿patients are well¿. The asp cec also confirmed the hospital central sterilization (cs) nurse stated the hospital was not making a complaint against sterrad. This same cs nurse had requested information regarding this event from the hospital infection control service, and stated the hospital directors do not want to give any more information. Lastly, the cec reported formal re-training was completed on 06/08/2017, and on that day, this cs nurse informed her ¿that to the hospital, the matter is closed¿. Regarding the instruments which were processed in sterrad and used on each patient, the mso reported the cec reviewed these and ruled out they were instruments not allowed in sterrad. Regarding the sterrad 100nx, the asp field service engineer performed a preventive review on 01/26/2017 and reported the unit presented ¿no defect¿. To better understand this event of ¿chemical meningitis¿, a literature search was completed and the following article was found regarding this subject related to neurological surgery. The pubmed ID (B)(4) and the full reference is as follows: forgacs p, geyer ca, freidberg sr. (2001). Characterization of chemical meningitis after neurological surgery. Clinical infectious diseases. 32(2): 179-185. (Https://www.ncbi.nlm.nih.gov/pubmed/ 11170905). The authors reported ¿chemical meningitis was defined as meningitis with negative spinal fluid gram stain and negative results of spinal fluid cultures plus patient recovery without the use of any antibiotic agent after the spinal tap.¿. In addition, the authors reported ¿chemical meningitis is a common complication after neurosurgery. Patients with this problem can often be differentiated from patients with bacterial meningitis.¿ and ¿a sterile meningitis will develop in certain patients after neurosurgical procedures.¿. The authors used the terms ¿aseptic postoperative¿ or ¿chemical¿ meningitis synonymously, and reviewed patients with this diagnosis after neurosurgery to help differentiate it from infection. They also reported ¿meningitis caused by a bacterial infection can yield negative culture results. Therefore, we considered a postoperative meningitis to be noninfectious only if the results of spinal fluid cultures were negative and the patient recovered without receiving any antibiotics.¿. In summary, based on the new information received in this complaint, and combined with the literature review of ¿chemical meningitis¿, this complaint is now deemed not reportable. Chemical meningitis a common complication after neurosurgery, and is defined as meningitis with negative spinal fluid gram stain and negative spinal fluid cultures, and patient recovery without the use of antibiotics after spinal tap. In regards to both patients in these events, there is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure; in addition, both patients were reported ¿doing well¿. Furthermore, the instruments used in these events were verified approved for use in sterrad; and the sterrad unit was inspected and met specifications.

Manufacturer narrative:
The asp clinical education consultant (cec) verified the instruments that were used on patients were validated for use in the sterrad unit. Also, the cec indicated additional training on the sterrad was provided after this event occurred.